Event description:
This system was extracted because the patient developed severe tricuspid regurgitation, which the physician believed to be due at least in part to this lead impinging on tv leaflet. There is no indication that a new system has been implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a cut in the insulation. It is reasonable to assume that this cut resulted from the explantation procedure. Blood penetrated the lead in the cut area. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.